Event description:
It was reported that during a laparoscopic hernia esophageal repair with gastroplexy procedure, the tissue pad broke off. The piece did not fall into the pt. The device was continued to be used, as they were unaware this happened and the other part burnt off. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.